Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was received and analyzed. The memory content of the device was inspected, showing a normal device function while implanted and in service. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction.

Event description:
This device was explanted due to undersensing. No adverse patient events were reported. Should additional information become available, this file will be updated.